Manufacturer narrative:
The system was examined and the reported event was confirmed. Thee power supply was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 4, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to power supply. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the system shut down on its own before surgery. There was no patient impact.